Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra-operatively, during a cardiac resynchronization therapy defibrillator (crt-d) system implant, the right ventricular (rv) lead exhibited high thresholds, so the lead was repositioned. However, it was unclear whether the screw was insufficiently retracted or if repeated rotations of the lead body during manipulation caused the helix to gradually protrude. As a result, the helix unintentionally got caught near the mid-septum of the atrium. When lead manipulation continued in this state, deformationof the helix was observed. The physician then elected to implant a different lead. No patient complications have been reported as a result of this event.